Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported at the connection point of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak at the connection point of the homechoice cassette and the supply bag which led to the alarm. The patient stated that they properly tightened the connection before therapy started. Renal therapy services (rts) assisted the patient with clearing the alarm and explained the error¿s meaning. There was no patient injury or medical intervention associated with this event. No additional information is available.